Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed two gross lead discontinuities. Device malfunction suspected, but did not cause or contribute to a death.

Event description:
Initial reporter indicated that he was suspecting a disconnection in the lead in the chest area on their vns patient. Clinic notes were received on the patient that reported that they had been having increased seizures over the last 2 months, 2-5 episodes per day without any clear pattern. It was additionally reported the patient was not able to feel her vns cycling. The patient at their most recent visit in 2008, had high lead impedance eri on their systems test. Prior to that the patient has not been seen since 2004, when diagnostics were performed but not available. The site did not know if the patient's seizure increase was over their pre vns seizure rate or if attributed to their vns high impedance as it was unknown actually how long that they had the lead issue. The patient had full revision surgery and the explanted products are at the MFR pending completion of product analysis. X-rays were reviewed at manufacturer and it was noted that their was two gross lead discontinuities visualized.